Event description:
It was reported that the gastrointestinal videoscope had an error code on the screen during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign objects in the air/water cylinder and the air/water tube, and corrosion of the light guide lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the cause of the white foreign objects in the air/water cylinder and the air/water tube could not be established, and corrosion of the light guide could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.